Manufacturer narrative:
Method: device inspection and device history review. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Visual indicated locking ring is still attached to the screw head but is significantly deformed. The anchor c surgical technique states that use of a free hand technique is strongly discouraged and use of the guide/inserter tip is required. Conclusion: the established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported; upon anchor-c screw insertion the clip on the tulip of the screw broke 3.5mm x 12mm length. We replace the screw with a 4.0mm x 12mm screw.

Event description:
It was reported; upon anchor-c screw insertion the clip on the tulip of the screw broke 3.5mm x 12mm length. We replace the screw with a 4.0mm x 12mm screw.